Event description:
It was reported that during a lap nephrectomy procedure, the instrument could not be opened. No further information is available. Converted to open. Completed the case with the same like product.